Event description:
Patient contacted dexcom to report a red mark where the sensor was located.

Manufacturer narrative:
Patient stated having 2 permanent marks. She has had this issue for a month. No discomfort at this time. Current condition of patient: patient is reported to be okay.